Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Popliteal embolectomy left leg following aortic an- "performing an emergency embolectomy procedure in th2 and approximately 1cm of the embolectomy cathet tip broken off and is left in patients artery. They did not want to retrieve it as the person is still critically ill as they had an emergency aortic aneurysm repair following a rupture a few days before the embolectomy procedure." Patient status: still critical but this is following aortic aneury

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the catheter was damaged; the spring tip had detached from the catheter and the shaft was kinked near the proximal winding. The balloon had a radial rupture through the midsection of the balloon. The balloon and proximal windings were still attached to the catheter shaft. All catheters undergo a 100% visual inspection and leak test during production. Samples are taken from each lot for leak and pull testing that includes testing the balloon and spring tip retention. The catheters are designed in such a way that the proximal winding will slip or the balloon will burst under excessive force. This design prevents the force from being applied to the catheter body and breaking inside the patient and also prevents excessive force from being applied to the vessel itself. Therefore, to break the catheter tip (spring) a considerable amount of force must be placed on the catheter. The instructions for use (IFU) cautions the user that balloon degradation and rupture may result from exposure to adverse environmental conditions, excessive handling, or deposits within the vessel. This document represents our final report.